Event description:
It was reported the right ventricular (rv) lead had an elevated sensing integrity count. It was noted that the rv lead impedance, threshold and r-waves were stable and within normal values, that the patient has premature ventricular contractions and that oversensing episodes could not be reproduced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was interference/noise with ventricular short interval count (v-sic) equal to 20.2 counts avg/day, in 19.77 days, between (B)(6) 2012.